Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not delivering insulin. Attempted to troubleshoot the device, but the customer declined. The customer stated that no delivery alarms are still occurring. Reviewed the carelink reports and the alarms were confirmed. The customer did not feel comfortable using the insulin pump and requested a replacement the insulin pump. No further information was provided.